Manufacturer narrative:
(B)(6). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection with the naked eye showed a black contamination located in the area of the o-ring sealing in the header. The reported condition was verified. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use with a revaclear 500, a black mark on one side of the dialyzer was observed inside the dialyzer. There was no patient involvement. No additional information is available.